Manufacturer narrative:
The device is available for evaluation. It has not been received. Initial reporter last name: (B)(6).

Event description:
The device involved a tego® connector that unscrewed from the dialysis lines and leaked blood. The event occurred during patient use; however, there was no delay in therapy, no adverse event and no one was harmed as a result of this event.

Manufacturer narrative:
Received one used. List #011-d1005, tego¿ connector; lot #5246119. There was no visible damage and no anomalies observed. Subsequent pressure and vacuum leak testing and thread measurement found the threads to meet product performance and iso design expectations. No mating device was returned to evaluate with the 011-d1005 tego connector. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information section d9-date returned to mfg 3/7/2022.e1- (B)(6).